Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
According to the complaint description: (B)(6) 2024 in the course of the procedure of subarachnoid anesthesia for a planned cesarean section from psychiatric indications, the needle broke. At the time of removal of the needle along with the guidewire, the needle was found to be incomplete. A fragment of about 5 cm remained in the tissues. Outcome for patient - imaging study, followed by neurosurgical consultation.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Additional information: device returned to manufacturer. Visual inspection: since the complaint sample was not returned, we checked the retention sample of the same batch number. Test method for appearance of retention sample: inspected according to im-3001 visual inspection. There were no abnormalities in the appearance of the retention sample. There were no scratches or bends in the cannula of the bulk needle. Functional test: result: no abnormality. A stiffness test was conducted using a retention sample to check the pipe strength, and it was confirmed that it met the standards. Others: the cause of the breakage was inferred from the photo of the breakage of the complaint product pencan bulk needle attached to cc/ic notification no. (B)(4) and sample photos of the broken part of a similar incident that occurred in the past. The photo of the broken part of the complaint product pencan 25gx4 w.intro.-EU/ap showed the characteristics of the cannulla being bent and leading to its breakage. The broken part of the complaint product shows that the tip of the broken part is tapered. The shape of the broken part was also confirmed to be elliptical and flattened. History review: result: no abnormality. We have checked the manufacturing records for pencan 25gx4 w.intro.-EU/ap, batch no.23h08h8b09. The bulk needle in question was assembled using an nhd pencan automatic assembly machine (mc3148), and no abnormalities were reported in the manufacturing process. No abnormalities were reported during in-process inspections or final inspections. Decision and justification: this complaint is considered as not confirmed. Since the product in question was not returned, we checked the appearance of the retention sample of pencan 25gx4 w.intro.-EU/ap, batch no. 23h08h8b09 and measured the rigidity of the cannula pipe. There were no abnormalities in the appearance of the retention sample. We measured the rigidity of the cannula and found that it met the standards and had no problems with strength. We checked the manufacturing records of pencan bulk, but there were no abnormalities in the manufacturing process records or inspection results. In order to infer the cause of the incident, we inferred the cause of the breakage from the photograph of the fractured pencan bulk needle, the product in question, attached to cc/ic notification no. (B)(4), and a sample photograph of the fractured part of a cannula that had broken due to bending in the past. It was confirmed that the shape of the fractured part of the product in question closely resembled the characteristics (shape) of fractured parts that occurred when the cannula was bent. It is presumed that the fracture of the cannula that occurred this time was caused by the cannula being bent during the medical procedure.